Event description:
It was reported the patient received the following results within 10 minutes: 291 mg/dl, 81 mg/dl, 381 mg/dl, and 134 mg/dl.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty test strip vial was returned.